Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 20 states, "persistent pain."

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addressing recent advancements that can help aid the uka process and improve partial knee survivorship. A patient was identified that underwent a right partial knee arthroplasty. Patient follow-up results provided at fourteen months post-implantation indicates the patient experienced pain and underwent a revision procedure due to femoral and tibial loosening. All products were removed and replaced with total knee implants.